Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window on a 5f exoseal vascular closure device (vcd) did not turn black. There were no reported injuries to the patient. Additional information was requested but was not provided. The device will be returned for evaluation.